Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 150 mg/dl. Customer reported having a blood glucose level over 400 mg/dl at the time of the call, which had not yet been treated. Customer did not complete troubleshooting at the time of the call. The insulin pump was not replaced or returned for analysis.